Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and referring to known similar events, it was presumed that stress generated with wire manipulation in attempts to cross had likely contributed to the reported separation of the guide wire. The applied stress would localize and therefore exceed the product design limit when the tip was being caught and restricted its movement likely by the patient's tortuous and small-sized anatomy. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi suoh 03 guide wire broke when traversing tortuous anatomy during a retrograde percutaneous coronary intervention (pci) to treat a moderately calcified chronic total occlusion (cto) in the mid right coronary artery (rca). The guide wire was advanced from the left anterior descending artery (lad) via a septal branch. There were difficulties to advance the guide wire and after prolonged attempts the wire tip broke off. The device fragment was left in the patient. The procedure was completed with a new suoh 03 and other devices via different route, ending with successful externalization and stenting. There was no significant delay in the procedure. Good patient outcome was achieved without adverse patient effect associated with this event.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. The reported suoh 03 guide wire was returned for evaluation. Detachment of the tip was confirmed at the mid solder that was originally located at 30mm from the tip. Microscopic observation of the fracture end of the guide wire revealed that the fracture surface of the core wire was flat and fine wires of the inner coil were twisted proximal to their fracture ends. These findings indicated that observed fracture of the guide wire was caused by torsion. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that torsion generated with torquing wire manipulation in attempts to cross had most likely contributed to the observed tip separation of the guide wire. The applied stress would localize and therefore exceed the product design limit when the tip was being caught and restricted its movement likely by the patient's tortuous and small-sized anatomy. Consequently, the tip was wrenched off. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings]. Observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunctions and adverse effects]. Separation of the guide wire.